Event description:
It was reported that the patient experienced return of symptoms and a volume discrepancy was noted. A catheter dye study was performed and the catheter was determined to be patent. Following the study, a study was conducted and the rollers did not turn. The pump contains a dilaudid/bupivacaine mixture. The hcp planned to return the pump for analysis.